Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # : (B)(4).

Event description:
It was reported that after initial start up of the intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The customer suspected external tubing leak. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after initial start up of the intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The customer suspected external tubing leak. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the extender tubing, extracorporeal tubing, pressure tubing, maquet sheath separate from the catheter, angio-seal and the guidewire. Membrane was returned completely unfolded and the inner lumen was intact. Blood was observed on the interior and exterior of the catheter. A kink was observed on the catheter tubing at 77.7 cm from the iab tip. A penetration was observed on the extracorporeal tubing at 15.7cm from the male lure. No other defects were observed. The technician was able to perform the inner lumen leak test. No leaks occurred with the inner lumen. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed. The leak was confirmed at the penetration site. The penetration found in the extracorporeal tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that after initial start up of the intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The customer suspected external tubing leak. There was no reported injury to the patient.